Event description:
It was reported the pt had been experiencing discomfort at the ipg implant site. The pt also reported experiencing a fall during which he hit the side of the ipg. The pt is working with his physician to determine a resolution.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.